Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a routine follow-up on (B)(6)2010, the pulse generator exhibited elective replacement indicator (eri), with an eri date of (B)(6)2010. Measured data was 2.79 v, 12 ua and 1 kohms. In (B)(6) 2009, battery data was 2.79 v, 17 ua and 1 kohms. A review of the device image showed that measured data stopped collecting 17 months post manufacturing. Due to the lack of data, in office measurements could not be confirmed and the device was replaced.